Manufacturer narrative:
Concomitant product: product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2012, product type pump; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving intrathecal lioresal 500mcg/ml, 327.54mcg/day, in a flexible dosing pattern, for intractable spasticity. Patient history included multiple sclerosis (ms). The 90 degree pump connector was implanted after the use before date (ubd). The ubd was (B)(6) 2011 and the connector was implanted on (B)(6) 2012. There were no patient symptoms attributed to the event.